Event description:
A hospital in (B)(6) reported that it was not possible to insert a probe into the chamber port of an rt235 breathing circuit. The connection issue was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 breathing circuit was tested for damaged heater wire pins. Results: a heater wire pin on the inspiratory limb of the breathing circuit was bent, preventing full insertion of a heater wire adaptor. A lot check revealed no other complaints of this nature for lot number 090727. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by health care facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) service manager that an rt235 infant dual heated with evaqua breathing circuit had failed as the temperature probe could not be inserted into the chamber port. This was noticed before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt235 infant dual heated with evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.